Event description:
It was reported that during a arthroscopic knee procedure the pump was not regulating pressure and when set on low it continued to run. In addition, the customer reported that the pump alarm sounded intermittently. The surgical case was completed with this pump and no injury was associated with this event.

Manufacturer narrative:
No medwatch form received from user facility. All sections on this form completed by manufacturer. Investigation results: to date this pump has not been returned to conmed linvatec for evaluation. Following return and investigation of the device, a follow-up report will be filed.